Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.

Event description:
A report was received regarding a patient implanted with a 2-level cslp plate, 6 locking screws and 6 self tapping expansion screws, date unspecified. Reportedly, it was revealed through radiographic imaging that the plate and two screws were broken. Subsequently, on (B)(6) 2013, the patient returned to the or for removal of one plate and 6 locking screws and 6 self tapping expansion screws. Upon removal, several of the flanges from the tops of the screws also came out, reported as separated from the screw head. At least two of the screws had flanges damage at the time of this report. Additionally, the x-ray reveals at least two broken screws. It was reported that at least one fragment of a screw remained implanted. It was reported that the anticipated treatment is to revise the patient with a new plate and peek spacer, no date specified. This is report number 5 of 5 for the same event.